Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while firing a load an the antrum of the stomach, there was poor staples formation and an incomplete staple line centrally. After advancing the load 15mm, the load would no longer advance leaving unformed staples. To resolve the issue, the knife blade was retracted and a competitive product was used. There was no patient injury.